Event description:
It was reported that the right ventricular lead and the implantable cardioverter defibrillator exhibited oversensing noise. Both the lead and the device were explanted and replaced. Further information was requested however, was not provided.

Manufacturer narrative:
This report is to retract report MFR# 2017865-2026-01571 submitted on 23.jan.2026. This report was erroneously submitted. This is a not a reportable event. The device was electively removed. All previously submitted information should be corrected to not applicable and null fields.